Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02459. The pt rec'd an scs sys, which included an ipg and a surgical lead. It was reported the scs sys was explanted and not replaced due to inadequate pain coverage. Attempts to obtain add'l info regarding the reported inadequate pain coverage were unsuccessful. No pt complications were reported as a result of this event.